Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous glucose monitor graph was missing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer replaced the sensor and successfully started a sensor session. Customer continued to use the pump for insulin therapy.